Manufacturer narrative:
(B) (4). (B) (4). Leak test failure. Evaluation summary: the analysis results found that the b11lt instrument was returned in good visual condition, the instrument was functionally leak tested and failed. A corrective action has been initiated to address the leak test failure. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an ovarian resection procedure, an air leak occurred. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that there was no valva. Please take photos for (B) (6) customer.